Event description:
It was reported that at the beginning of the resection the fiber was connected and recognized by the laser then there was a click and an intense green light then a red light appeared on the fiber at the break location. There is no indication of how the procedure was completed. There was no clinical consequences to the patient.

Event description:
It was reported that at the beginning of the resection the fiber was connected and recognized by the laser then there was a click and an intense green light then a red light appeared on the fiber at the break location. There is no indication of how the procedure was completed. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed that the fiber does not exhibit signs of use however fiber is broken and kinked within the white tubing at 30.5 inches from control knob, between input connector and control knob. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The outer sheath exhibits no signs of melting. It cannot be determined if excessive bending occurred during shipping or preparation of the device. An evaluation conclusion code of cause not established was assigned to this investigation.